Event description:
It was reported that a patient underwent a revision surgery 1 day post implantation when a post op x ray discovered the stem had perforated the humerus distally. The stem was revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 (lot #) the following sections were updated: b4, b5, g3, g6, h2, h6, h11 d4: the originally reported lot # was discovered to be invalid. Attempts have been made to gather all product identification information and no further information has been provided. H6: proposed g-code: mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.